Event description:
The customer reported that back check valve allowed the secondary infusion to run up into the primary line.

Manufacturer narrative:
The customer¿s report of backflow was not confirmed. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed and no air bubbles or fluid was noted going into the primary bag. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.